Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model 12tlw405f35 catheter with an attached 3 ml syringe. As received, the balloon did not inflate due to occlusion. The balloon inflation lumen was found occluded at the proximal winding. The balloon inflation lumen was found collapsed underneath the proximal winding. The balloon and balloon windings were visually intact. The through lumen was patent without any leakage or occlusion. No visible damage was observed from the catheter body. The customer report of a balloon deflation issue could not be confirmed due to the balloon not being able to be inflated. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown whether user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. UDI # (B)(4).

Event description:
It was reported that two embolectomy catheters failed during a de-clot procedure on a (B)(6) male. The balloon on the first catheter, model 12tlw405f35, failed to deflate. The balloon had passed pre-insertion inspection and a highly viscous or particulate contrast medium was not used to inflate the balloon. Per the scrub tech that scrubbed in with the interventional nephrologist, the interventional nephrologist had to pull it out forcefully. When they tried to "go back up" with a second different catheter, model 12tlw805f35, the balloon wouldn't inflate. That balloon had also passed pre-insertion inspection during purging. It was noted that no resistance was felt when inflating the balloon. There was no patient injury.